Manufacturer narrative:
The pump was monitored and there was no blank display noted. The pump passed the operating currents. There was no anomaly and or damage found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with blank display. The customer's blood glucose level was 482mg/dl. The customer had not treated the high blood glucose yet. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.